Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and coma. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had unknown high blood glucose (bg) values and lost consciousness, as a result. The patient went into shock, suffered a seizure and eventually went into a coma. The patient was taken to the hospital to seek help. For treatment, the patient was put on antibiotics of cefuroxime at 325 mg tablets, totaling 20 tablets to be taken 2 times a day and was also given pills for iron deficiency. The patient was put on a intravenous (IV) fluids, given stomach medication, blood clot medication and anti-seizure medication. No further details to report. The patient was discharged after one week.